Event description:
Paramedic/firefighters responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. A countershock was administered, the pt's ECG was convereted then reversed again to ventricular fibrillation. According to the reporter, during the subsequent attempt to countershock. The device alarmed "connect electrodes" and would not charge or discharge. Another device, in another vehicle at the scene was immediately called for and used. But the pt was not resuscitated. The reporter stated that the device's malfunction did not cause or contribute to the pt's death because of the pt's lack of viability and the immediate use of a backup defibrillator.